Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested from the reporter on 10/20/2006. To date, she has not responded.

Event description:
A patient reports that following recent bilateral intraocular lens implant surgeries, he is experiencing halos and double vision. It has been approximately four months since the surgeries and he called to request information on adaptation following cataract surgery using this lens model. Additional information has been requested from the patient to allow further follow-up with implanting surgeon. MDR #1119421-2006-00369--od; MDR #1119421-2006-00370--os.